Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of above 400 mg/dl and a moderate ketone level. Reportedly, the cartridge was leaking from the o-ring. Bg was addressed via intravenous insulin and saline. Reportedly, the customer left the ER 7-8 hours later with the issue resolved and no permanent damage. Reportedly, the customer reverted to manual injections for insulin therapy.